Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va06ptm, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that program 4 stopped working a "couple of weeks ago out of the blue." The patient called his doctor and also spoke with his manufacturer representative and switched to program 3. The patient expressed frustration that when he spoke to the representative he did not seem concerned that program 4 no longer worked. The patient stated that he could feel program 3 but it was not doing much for him and stopped working for him on (B)(6) 2013, even though the screen indicated that stimulation was on. The patient's retention symptoms had returned and he had only gone to the bathroom once since "yesterday." The patient had a loss of therapeutic effect. The patient confirmed that the lightning bolt was seen on both programs 1 and 2 and both were at 6.0 amps. However, program 1 was uncomfortable at 6.0 and the patient decreased to 5.7, where it was comfortable. The patient then changed to program 3 and stated he could barely feel it at 8.5. The patient then checked program 4 and did not feel stimulation at 8.5. The patient indicated that the normal amp for programs 3 and 4 was also 6.0. There was no known accident or incident related to the event. Additional information was requested, but was not available as of the date of this report. Refer to manufacturing report #300420917 8-2013-19308 as the patient had symptom issues that led to an infection that resolved about a month ago.